Event description:
It was reported that resistance was encountered at the hub while advancing the stent (subject device) into the microcatheter. However, the physician advanced the delivery wire and realized the stent got detached and deployed within the microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that resistance was encountered at the hub while advancing the stent (subject device) into the microcatheter. However, the physician advanced the delivery wire and realized the stent got detached and deployed within the microcatheter. The subject device was replaced along with the microcatheter, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 ¿ expiration date ¿ added. D4 ¿ gtin ¿ added. D9 - product available to stryker - updated. D9 - returned to manufacturer on - updated. H3 - device evaluated by mfg - updated. H4 ¿ manufacturing date ¿ added. Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the stent was returned within the microcatheter shaft roughly 5cm from the hub. The stent was removed and seen to be deformed on both sides. There was no damage noted to the introducer sheath. As a part of functional inspection, a 0.0158 mandrel was advanced into the microcatheter, stopping roughly 5cm from the hub. The device was flushed again, and the mandrel was advanced distally pushing the stent out the hub. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of stent deployed prematurely during use was confirmed during analysis. The reported event of stent difficult/unable to transfer could not be replicated; however, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the physician advanced the stent into the hub of the microcatheter. During the advancement, a slight resistance was encountered. After increasing the pushing force, the physician observed the stent entering the microcatheter. The introducing sheath for the stent system was then withdrawn. Subsequently, the physician continued to advance the delivery wire for the stent. At this point, a stuttering sensation was felt, but the physician discovered that the stent had detached. The stent had already been deployed within the microcatheter, with the proximal end of the metallic wires remaining inside the hub. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. The device was returned, and the stent was confirmed to be prematurely deployed within the microcatheter shaft, when removed the stent was noted to be deformed. Given the event description and the condition (and location) of the stent, it is possible that the introducer sheath was initially set up correctly as reported in the follow-up good faith effort responses. However, the sheath might have inadvertently moved proximally prior to stent advancement out of the sheath. This movement can occur if the rotating homeostasis valve vent cap is not tightened sufficiently on the introducer sheath. If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap between the distal end of the introducer sheath and the proximal end of the microcatheter lumen. The user will then experience resistance while attempting to advance the stent through the microcatheter, often resulting in damage to the stent and sdw. Upon realizing this through increased resistance, the user may then attempt to withdraw the stent. During this action the distal bumper of the sdw can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. Based on the device analysis and a review of all available information, an assignable cause of procedural factors has been assigned to the reported event of ¿stent deployed prematurely during use ¿ and ¿stent difficult/unable to transfer¿ and analyzed event of ¿stent deformed¿ and ¿stent deployed prematurely during use¿, as this complaint appears to be associated with a product that met the manufacturers design and manufacturing specifications, but performance was limited due to procedural factors during stent transfer/advancement.